Event description:
Patient reported, "right side rupture" confirmed via CT scan. Physician confirmed right rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported, "right side rupture" confirmed via CT scan. Physician confirmed right rupture. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported, "right side rupture" confirmed via CT scan. Physician confirmed right rupture. Device has been explanted, replaced, and discarded.